Event description:
Upon receipt of the device, the user reported the endoscope was blurry. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there were no patient involvement during this event.